Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort hard-soft bite splint mouthguard. The patient experienced gum inflammation and burning sensation on lower mandible and tongue after using the mouthguard for about 2.5 months. Per doctor's advice, the patient discontinued usage of the device and the symptoms went away shortly. The patient did not require any treatment for the symptoms. The patient's current status was reported to be good. The patient is allergic to clindamycin and black pepper. The patient also has a history of hay fever and celiac disease. The doctor made some adjustments to the exterior occlusal of the mouthguard for better fit. The patient was recommended to clean the mouthguard by rinsing with water and using soap if needed.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of tooth location # 3 and 11 were polised. No major cracks were found. The mouthguard's layers were intact and were not separated. The mouthguard's color turned yellow due to normal usage. The mouthguard was not returned in a clean condition; however, no deposit or debris was present. A review of the material lot was performed and no manufacturing deviation or abnormality were found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The reported issue could not be confirmed. This incident is being monitored, tracked, and trended.